Event description:
The cardiac monitoring system was not displaying the full parameter list on remote monitor in the procedure room as was displayed on control room monitor. Certain line item parameters were missing on the remote monitor list.nurse contacted philips tech support and followed their instructions. He turned off power for the cardiac monitoring system and disconnected the power cord. He then turned on the power switch momentarily, turned it back off, and then reconnected power. When powered back up the remote parameters were correctly displayed and matched the control room list.based on the complaint, the manufacturer is in progress of providing software upgrade.